Manufacturer narrative:
H3: the axium prime device was returned for analysis. The proximal pusher was not within the black guidewire clip. The axium prime pusher was found broken at ~6.8cm from the proximal end (figure d). The two segments were retained by the release wire. The coin was found retracted out of the lumen stop. The implant coil was already detached within the introducer sheath. No damages or irregularities were found with the implant coil. Based on the device analysis and reported information, the customer¿s report of ¿pushwire separation¿ was confirmed. It is possible the damage occurred during manufacturing, during removal from the packaging, or after removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no damage or evidence of tampering to device packaging. The proximal end of the¿pushwire¿was secured in the guidewire clip (black rubber stopper) when the¿package was¿opened. The break was located 10mm from the tail end of the pusher rod. There was self-damage, eliminating problems with unpacking and operation issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium prime push rod was found to be broken when unpacked. A different coil was used, and the patient did not experience any symptoms or complications. The devices were prepared according to the instructions for use (IFU).there had been no friction/difficulty during delivery, and a continuous flush was not administered. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the cavernous sinus segment. The max diameter was 6.0mm, and the neck diameter was 6.2mm. The patient's blood flow was normal, and their vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.